Event description:
It was reported that a smiths medical pump displayed a system fault. No adverse patient effects were reported.

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
Other, other text: one cadd solis vip pump was returned for analysis. Functional testing was performed. The customer's reported problem was confirmed. The pump was found to be displaying 45984 error code message in the pump's event history logs. It's recommend a microprocessor unit board to be replaced.